Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the systems's repeater. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the dpm central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.